Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: to be determined. Source: email. Additional information will be included in a follow up report upon the completion of the pending investigation.

Event description:
1 reported false positive sars result for 1 patient. Unknown if the patient was symptomatic. The customer communicated the result was confirmed negative by molecular (pcr testing). The customer also reported 3 additional patient events which are captured on separate reports.

Event description:
1 reported false positive sars result for 1 patient. Unknown if the patient was symptomatic. The customer communicated the result was confirmed negative by molecular (pcr testing). The customer also reported 3 additional patient events which are captured on separate reports.

Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine source: email additional information: (b4) changed to date of follow-up report (h2) checked box for follow-up report and for additional information (g6) follow-up report #1 selected (h4-h6) removed pending investigation codes, added code 213 to investigation findings and code 67 to investigation conclusion, as investigation is now complete. (H10) providing the additional information from the inital report here.